Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. A controller error occurred on aic ic1240, prompting an aic-to-aic transfer. The impella system was successfully transferred to aic ic12527, and support continued without any issue.

Manufacturer narrative:
B1 selection was added. B2 selection was added. H6 code c20 on the initial report should of been reported as code c21 as the investigation results were pending. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. The momentary loss of placement signal and controller error alarm was due to an ¿optical pressure measuring unit¿s firmware communication protocol anomaly, resulting in misalignment of data communication packets received by main computer. The automated impella controller software operated as designed. Product history review summary: there were no issues related to the complaint discovered when reviewing the product history of the console.